Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 56.2cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the damage and reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2018. It was reported that crossing difficulties were encountered. The 98% stenosed, 3.0mm x 24mm target lesion was located in the proximal end to the midsection of left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the proximal end of the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.